Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during total laparoscopic hysterectomy (tlh) procedure, two the forceps were plugged into the generator and activated without depressing the activation button. The user facility reported that the devices were not used on the patient. The intended procedure was completed with a third similar device. There was no bleeding reported. There was no patient injury reported. This is report 2 of 2.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event was confirmed. The forcep was plugged into the test esg-400 generator and a ¿data transfer" error displayed immediately. The error was cleared and the blue coagulation button was tested and revealed a hair trigger in which a very light touch was required to activate the coagulation function. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coagulation function to activate on its own.